Event description:
Echelon flex 60mm powered plus articulating endoscopic linear cutter didn't work during a laparoscopic appendectomy. A new device had to be open to continue with the surgical procedure.